Event description:
Pt on ventilator was experiencing low o2 saturation problem. Vent o2 setting adjusted for 100% o2. Subsequently the vent was only delivering 43% o2. Pt sats continued to drop; checked vent's o2 output, not at setting selected. Changed out vent. The pt had been extubated some 2 1/2 hrs earlier, but the ventilator, a new co ventilator which the pt had been ventilated with for some five days (without difficulty), remained at the pt's bedside. The pt, who was in respiratory failure with a paco2 of 71 mm, was given 1 milligram of intravenous midazolam and reintubated without difficulty. He was manually ventilated with a self inflating bag (>15 liters per min oxygen saturation), spo2 on a pulse oximeter read between 94 and 96%; his blood pressure fell to 70 to 90 systolic (from 130 to 140 systolic), as the frequency and tidal volumes of his inspired breaths were increased in an attempt to improve his spo2. He was placed on the ventilator (on 100% oxygen), and suctioned frequently for large volumes of light green, thick mucous; his chest made appropriate excursions and his exhaled tidal volumes were appropriate for the ventilator settings. The pt's spo2 then fell to 86% but occasionally rose to 98%; changing fingers on the pulse oximetry seemed to affect the spo2 reading variably; an albuterol nebulizer treatment and further suctioning improved his wheezing and rhonchi, which were significant immediately after reintubation, but not his spo2. Neither a peep of 5 cm h2o, nor another period of manual ventilation improved his spo2. His chest x-rays (the first did not show all lung fields) revealed the endotracheal tube to be in the correct position and no pathology sufficient to explain the saturation difficulties. Because of the variabilities in his spo2 and arterial blood gas was drawn; it revealed a pao2 of 44 mm hg. During this time the pt received a bolus of intravenous fluid and the waveform of his pulse oximeter appeared broader, inferring better perfusion. His spo2 fell to 79% and vigorous manual ventilation with a self inflating bag (> 15 liters per min oxygen flowing into the bag), this time, improved the pt's spo2 to 98%; the ventilator was then rechecked; the tidal volume and rate were accurate, however, the ventilator was found to be giving only 35% oxygen while the control was set on 100%. A new ventilator was done well, as of this report. Some 18 hrs later.